Event description:
A report was received that the patient died. No other circumstances are known at this time of the relationship of their death to the vns. The patient's vns generator battery was reported to be at end of battery life and the patient was to be scheduled for battery replacement. Medwatch report number: 1644497-2009-01213.